Event description:
The customer contacted stryker to report that their device was not delivering a shock. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker performed an initial clinical review of the reported event and determined the device contribution to the patient outcome is unknown. Due to character limitations section a1, patient identifier, was left blank. The patient identifier is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not delivering a shock. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker reviewed the device data and verified that shock was delivered. Stryker contacted the customer who confirmed they observed a shock was delivered. Stryker performed a follow up clinical review and determined the device did not contribute to the patient's outcome.